Manufacturer narrative:
(B)(4). Method: the two complaint rt380 adult dual heated evaqua2 breathing circuits were returned to fph in (B)(4) for evaluation. The subject breathing circuits were visually inspected and pressure tested for leaks. Results: visual inspection of device 1 and device 2 revealed that the collars at the patient end of the expiratory limb were cracked. The patient end connector was observed to be missing in device 2. The pressure test on device 1 revealed that the breathing circuit exhibited some leak and was out of specification. The pressure test could not be performed on device 2 as the patient end connector from the expiratory limb was made available by the hospital. A lot check revealed that for lot 160301 revealed no other complaints of similar nature. Conclusion: we were unable to conclusively determine what has caused the collars to crack; however, based on our previous investigations it is possible that the crack is due to the connector being in contact with a chemical solution, resulting in environmental stress cracking. All rt380 adult dual heated evaqua2 breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. The subject rt380 adult breathing circuits would have met the required specification at the time of production. The user instructions that accompany the rt380 adult dual heated evaqua2 breathing circuit state: "do not soak, wash, sterilize or reuse this product. Avoid contact with chemicals, cleaning agents or hand sanitizers." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms."

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare (fph) representative that the expiratory limb of two rt380 adult dual heated evaqua2 breathing circuits were 'split at the ring level'. No patient consequence was reported.